Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had pericardial effusion and pericardiocentesis drew 710 cc of fluid. The right ventricular (rv) l ead was tested, and rv threshold had risen to 3.5v@0.4 milliseconds. A micro-perforation was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.